Event description:
Patient presented back to the physician with continued infection and wound dehiscence at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the or ten days later, irrigated the chest pocket, and closed. Patient will continue the previously prescribed course of antibiotics postoperatively.

Event description:
Patient presented back to the physician with continued infection and wound dehiscence at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the operating room and explanted the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented to the physician with infection and redness at both the chest and neck incision sites, along with wound dehiscence and drainage at the chest incision. Physician prescribed antibiotics and a 14-day course of oral steroids. Physician will re-evaluate in two weeks.